Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's family called in to report a no delivery alarm. The customer's blood glucose level was around 200 mg/dl. The caller did a complete set change. The caller could not prime the device and she rewound it again. The caller was informed that the alarm was caused by a set or reservoir occlusion. No further details were provided.